Event description:
The dealer initially called in however, he handed the phone to the end user and he stated that he has been having joystick issues. These issues have caused him to run his chair into a wall and a doorway, resulting in him breaking a finger in the door jam. Both arm rests have upholstery missing and the back rest of the chair has a piece missing. The end user stated that he has tried to repair these things with the upholstery himself with tape and glue, however now they aren't working any longer. He also stated that he doesn't have an exact date for these issues but it has been over a year, but he is sure his finger was broken in the middle of september. He states that he wants to be contacted in the morning before 10 am mountain time if needed.